Event description:
It was reported that stent damage occurred. The patient presented with renal artery stenosis and underwent stenting. A 5.0mmx19mmx150cm express sd stent balloon was advanced for treatment. However, during the procedure, it was found that the front part of the stent was damaged and could not be advanced. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the stent is damaged and shifted from the manufactured position. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no damage or irregularities. This concludes the product analysis.

Event description:
It was reported that stent damage occurred. The patient presented with renal artery stenosis and underwent stenting. A 5.0mmx19mmx150cm express sd stent balloon was advanced for treatment. However, during the procedure, it was found that the front part of the stent was damaged and could not be advanced. The procedure was completed with another of the same device. There were no complications reported and the patient status was stable.